Event description:
Additional information was received. It was reported that no infection was observed.

Event description:
It was reported that the patient's temporary trial was explanted due to an infection. It was noted that the patient felt relief before the device was explanted. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).